Event description:
Customer reportedly received blood glucose result of 7 mg/dl on the compact plus system. The result is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.